Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet bionic pancreas displayed a low-battery screen after being placed on the charging pad for an extended period, indicating a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.